Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vats lobectomy; last firing on the fissure. Approx 1cm of tissue left to divide. A blue reload was in the device. The device fired however, the surgeon could not get the device open. Upon pressing the reverse button nothing happened. No adverse event to patient. No delay in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p57u31. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.